Manufacturer narrative:
Analysis received the unit with blank display due to broken solder joint. Analysis was unable to verify the no delivery alarm. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 256 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.